Event description:
I was using it to relieve pain and it stopped working, increasing my pain without heat. I then tried it again the next day, it heated then made noises and stopped again. I could have been severely burned. FDA safety report ID (B)(4).